Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced postoperative bleeding after undergoing an endarterectomy procedure in which vascu-guard was used. The amount of blood loss was unknown. As a result, the patient was taken into surgery to resolve the bleeding issue and subsequently experienced a stroke. It was reported the bleeding issue was resolved. No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Scanning electron microscopy, differential scanning calorimetry, and amine index testing showed no evidence of reduced product function. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported, the patient experienced symptomatic occlusion and was on plavix preoperatively (dose, frequency, and route not reported). The plavix was not discontinued prior to the procedure. The surgeon reported that during the procedure more bleeding than usual was noted from the suture holes and it took over an hour to get the wound completely dry due to the excessive bleeding. The blood loss was higher than normal (amount not further specified), even for a patient on plavix preoperatively. There was no oozing noted through the midline of the patch away from the suture line. The patient experienced atrial fibrillation on post-operative day one. It was recommended by cardiac that the patient be placed on a heparin drip for 48 hours (dose, frequency and route not reported). A jp drain (jackson-pratt) was also left in place overnight and old blood was observed draining from the site. On unreported dates, re-exploration surgeries were performed a total of three times. The first re-exploration surgery occurred 10 days postoperatively as the surgeon felt the hematoma was due to an infection. No bleeding was noted from the patch and the source of bleeding was not identified. During the second re-exploration surgery, a focal area was found in the suture line, with active bleeding from a pulled out suture. Another suture was applied. Upon the third re-exploration, it was found that the entire suture line was oozing. The bleeding was repaired with a patch and common carotid to internal carotid bypass. It was reported by the surgeon that the stroke was a watershed type of stroke and was likely the result of surgical clamping in conjunction with intraoperative hypotension. As the patient was treated with plavix and heparin and in addition to the intraoperative findings during the first re-exploration surgery, the vascu-guard patch is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.